Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent undersensing was noted on the right ventricular (rv) and right atrial (ra) leads during non-sustained ventricular tachycardia and atrial tachycardia/atrial fibrillation (af) episodes. It was noted that device function appeared unaffected. Both leads remain in use. No patient complications were reported for this event.